Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that when the patient presented in clinic, non sustained lead noise due to crosstalk was observed. The lead was explanted and replaced.